Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer reported the alarms were not audible. Customer declined to provide any more details. There was no reported adverse impact to customer's blood glucose level.